Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had several error alarms. Blood glucose level at the time of the incident was 500 mg/dl, which was not treated due to the customer being out of syringes. During troubleshooting, the insulin pump was unable to rewind. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a slightly loose drive support disk. Unable to verify other alarms due to the motor error alarms. The motor was tested outside of the device and it passed. The pump was received with minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.